Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported injecting a patient in the jw1, c1, c2, and c3 with 3 ml of juvéderm® voluma® with lidocaine. Later that night, the patient complained of ¿pain¿ in the chin, and cap refill was normal. ¿erythema¿ was noted on the chin and ¿slight discoloration.¿ another healthcare professional was consulted who assessed and noted a ¿small little spot of white¿ where the capillary refill was a little slow. ¿compression vo¿ was noted at c2. The patient was treated with 3 vials of hyalase (4500iu) with 1ml xylocaine 2%. Aspirin 300mg was given and an led treatment was provided post injections. The color improved. The next day, the patient appeared with ¿bruising, speaking slightly abnormally, pain, two small, discolored spots inside the lip.¿ the decision to hyalase a further 2 rounds of 1500iu was made after consultation with the healthcare professional, and more aspirin and led treatment was given. The following day, the patient complained of ¿pain¿ still and ¿small, hard lumps.¿ more aspirin and led treatment was given. The capillary refill had improved. Two days later, more led treatment was performed, and capillary refill was <2 seconds. A ¿small ulcer¿ was present. Two days later, the ulcer cleared up spontaneously, and the bruising reduced by 90%. Two days later, the events resolved minus ¿minor bruising¿ that continued to heal.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jw1, c1, c2, and c3 with 3 ml of juvéderm® voluma® with lidocaine. Later that night, the patient complained of ¿pain¿ in the chin, and cap refill was normal. ¿erythema¿ was noted on the chin and ¿slight discoloration.¿ another healthcare professional was consulted who assessed and noted a ¿small little spot of white¿ where the capillary refill was a little slow. ¿compression vo¿ was noted at c2. The patient was treated with 3 vials of hyalase (4500iu) with 1ml xylocaine 2%. Aspirin 300mg was given and an led treatment was provided post injections. The color improved. The next day, the patient appeared with ¿bruising, speaking slightly abnormally, pain, two small, discolored spots inside the lip.¿ the decision to hyalase a further 2 rounds of 1500iu was made after consultation with the healthcare professional, and more aspirin and led treatment was given. The following day, the patient complained of ¿pain¿ still and ¿small, hard lumps.¿ more aspirin and led treatment was given. The capillary refill had improved. Two days later, more led treatment was performed, and capillary refill was <2 seconds. A ¿small ulcer¿ was present. Two days later, the ulcer cleared up spontaneously, and the bruising reduced by 90%. Two days later, the events resolved minus ¿minor bruising¿ that continued to heal.